Event description:
As reported, the patient was implanted with a ventralex mesh and developed a body rash shortly after the implant surgery. It was reported that the patient is seeing an allergist and has raised the question of whether the patient has an allergy to the mesh. As reported, the patient's allergist is seeking a piece of mesh to perform contact testing.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Multiple attempts were made to request additional information and to assist in providing a sample mesh for reactivity testing, however, there has been no response. Allergic reaction is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (on (B)(6) 2023) is considered to be a best estimate based. Device not returned.